Event description:
It was reported that when using the bd pyxis medstation system 11green-d, the auxiliary drawer 1 failed and was not detected on the communication bus. The customer stated that during this issue, users still managed to access medications from the pharmacy, which resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed matrix drawer. A field service engineer reseated bus connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.